Event description:
Same case as MDR ID# 2134265-2014-01260, 2134265-2014-01261, 2134265-2014-01262, 2134265-2014-03073. (B)(4) study. It was reported that in-stent restenosis (isr) and angina occurred. In (B)(6) 2012, the patient presented due to silent ischemia and unstable angina pectoris and was referred for cardiac catheterization. A 2.5mm x 4mm ion¿ stent was implanted at the distal left circumflex artery (lcx). In (B)(6) 2014, the patient was presented with unstable angina and was subsequently hospitalised. The mild isr of the previously placed taxus stent in proximal rca and the 100% stenosis of the previously placed study stents in the proximal rca extending to distal rca was treated with balloon angioplasty and placement of 3 non-bsc drug eluting stents (des). Following post dilatation. Residual stenosis was 0%. Additionally, a 90-95% isr of previously placed ion non-study stent in distal left circumflex (lcx) was treated with placement of 2.75 x 23 mm non-bsc des. Medication was given to treat this event. The event is considered recovering/resolving. Two days post hospitalization, subject was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).